Event description:
It was reported in a service report that the fowler was stuck and was not moving. No adverse consequences were reported.

Manufacturer narrative:
Additional information found to be relevant by the manufacturer will be added to the investigation and a follow-up MDR will be filed. Fowler not functioning.